Manufacturer narrative:
Omit : concomitant med prod data, a1402 - excess flow or over-infusion (1311), c20 - no findings available, d15 - cause not established. Correction : describe event or problem, initial reporter occupation, report source, report source other, if other specify. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : no devices received, log review only.

Event description:
It was reported that lipids/fat emulsion 20% in 250ml, intended to run at 21ml/hr., was infused sooner than expected. Customer stated that this infusion "appears to be ran at 91ml/hr. And in 3.5 hours" instead. Another infusion, trace elements-4 (parenteral nutrition), was also infusing through another pump module that was connected to the same pcu. Trace elements-4 was intended to run at "91ml/hr. For first and last hour, 182ml/hr. For the middle 10 hours (total of 12 hours)." The event occurred between(B)(6)2023 at around 2030 and (B)(6)2023 at around 0100. The customer stated that they believe the over infusion may have been caused by staff incorrectly entering 91mlhr. For both infusions (lipids/fat emulsion 20% and trace elements-4), instead of setting one for 21ml/hr. (Lipids/fat emulsion 20%). There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that the device had involved in over infusion incident. There was patient involvement but no harm.